Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
This device reached eri with unexpected battery behavior. The device was explanted and replaced. Should additional information become available, this file will be updated. (B)(6)2021 device received.

Event description:
This device reached eri with unexpected battery behavior. The device was explanted and replaced. Should additional information become available, this file will be updated.